Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sterile processing identified cracks in the shims. These were not used in the case prior. On (B)(6) 2018: upon evaluation, device was found to be broken.